Event description:
Upon field service installation of the device, the user reported that the backup battery was not working. There was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service representative of the manufacturer's subsidiary. The battery will be replaced by the manufacturer and suspect battery to be returned for further evaluation. Investigation is in process, but not yet complete.